Event description:
Pen light frequently malfunctions causing programmer to be non-operational. Unable to program pacemaker to original or desired settings during testing. This malfunction poses the risk of the pacemaker functioning at sub-optimal settings with the potential of pt consequences, such as syncope. The pen light has been replaced several times and the programmer tested on at least one occasion, the problem persists. Event occurred on multiple dates, and device returned to MFR on multiple dates.